Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not reported. It is unknown when condition began. This report is for quantity 1 for unknown radial head. (UDI) no part number, UDI unavailable. Device remains implanted in patient, device has not been explanted. Device is unavailable for return. Part # is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a depuy synthes radial head prosthesis system on (B)(6) 2014. An x-ray on an unknown date revealed radiolucency around the implant and per the surgeon, showed osteolysis. The patient is not complaining of any pain and the implant remains intact. Patient status is unknown and there are no plans to explant the device. This report is for quantity 1 of unknown radial head. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Checked required intervention. Corrected to no information; osteolysis is a result of the complained event, not history. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.